Manufacturer narrative:
The device has been received for evaluation; however, device evaluation in not yet complete. A supplemental report will be submitted upon completion of evaluation. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 569 mg/dl. Reportedly, there were air bubbles in the patient line as well as the customer had used the cartridge beyond labeling and insulin was not observed to be exiting the patient line. Reportedly, due to the elevated bg, the customer required assistance from their spouse administering a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.